Manufacturer narrative:
The pump was received with a failed battery test alarm due to corroded battery tube and corroded battery cap contacts. Unable to verify the low battery alarm or perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the failed battery test. The pump passed the currents test. The pump had a broken battery cap and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had low battery alert, failed battery test, and damaged pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.